Manufacturer narrative:
(B)(4). Batch # p5582c. The analysis results that one ec45a device was returned with no visual non-conformances and with one ecr45w cartridge reload present. The cartridge was received partially fired 2/3 and with the pan detached and missing. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure the reload fell apart from the stapler in the patients abdomen and had to be retrieved. It is unknown how the procedure was completed. No additional information is available. There were no patient consequences reported.